Event description:
It was reported that the patient's communicator showed a red call doctor icon which indicates a potential change in the patient's implanted device, that was not transmitted. Technical services recommended a few troubleshooting options but the issue remained unresolved. Further information was received indicating that the red alert was triggered due to high right ventricular (rv) pacing impedance out-of-range of over 3000 ohms. Technical services reviewed the case and indicated the impedance trend looked like spring contact issue behavior. Eventually, the patient's implantable cardloverter defibrillator was explanted and returned to boston scientific without any further information. This rv lead apparently remains in service as no evidence was provided indicating otherwise, no additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).